Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The on/off switch was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the on/off switch on the 9800 system was not working properly. There was no report of patient injury.